Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, pieces of the fenestrated bipolar forceps instrument broke off inside the patient. The port incision had to be widened to take the fragments out of the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was that the instrument was broken and stuck in the cannula. The incision was enlarged to remove the instrument with the cannula. The patient required additional sutures to close the wound. The customer reported that the patient's status was "good."

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/n122105030205) associated with this event has been performed. Per the logs, the instrument was used in a procedure on (B)(6) 2022; however, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted gastric bypass surgical procedure, a fenestrated bipolar forceps instrument broke off into the patient and the incision had to be widened to remove the fragments from the patient. Additional sutures were required to address the issue as well. The fragments from the instrument breakage were retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur. .